Event description:
Based on info obtained from co's customer in may 2003, an elevated pt sample with an accu tni of 0.63ng/ml was generated by an access instrument and reported out of lab. The pt had a ckmb result of 3.7ng/ml obtained from the same sample. The pt sample was return for accu tni and ckmb. The accu tni result was 0.05ng/ml. The ckmb result was 0.2ng/ml. The rerun results were reported out of the lab. The customer indicates that they have not received any reports of injury requiring medical intervention or change to pt treatment attributed to this event.